Manufacturer narrative:
The investigation into the high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was unable to be determined as no data or product was returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported high purge pressure. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.